Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported an end of service (eos) error code. The device had only lasted 18 months, it had started going low in late (B)(6) 2016. The left globus pallidus intermediate (gpi) was programmed at 2+, 1-, 4 ,7volts, 90pw, 180 hertz and right gpi was 11+, 10-, 5.1 volts, 90pw and 180 hertz. The patient did not have therapy impedance so a longevity calculation was unable to be done. No patient symptoms were reported. The patient got a new device on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.